Manufacturer narrative:
Insulin pump received with blank display, problem isolated to mother board. Unable to confirm e15 alarm and unable to perform any tests due to blank display.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm followed by external flash crc error. Customer blood glucose level was unknown. Customer also stated that they were able to clear the alarm and able to complete insulin rewind. The device will be returned for analysis.